Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) was emitting beep tones for having reached an eri battery status after two years of implant. The physician is concerned that the ICD battery depleted prematurely.